Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be properly placed with several attempts and kept getting dislodged. The rv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The stylet/guidewire was kinked/buckled. The distal conductor was extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.